Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, after loading the handle device, a small yellow object was seen on the video screen. The piece was in the patient's abdomen, but was removed with a suction. It was determined that this was a small piece of plastic that broke off the stapler guard. No patient harm.